Event description:
Information was received from a patient via manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that the patient was scheduled for a battery replacement, normal end of life. Pt notified rep that she wasn¿t getting desired stimulation when her battery was working. Battery was dead at time of replacement. In surgery, imaging showed that both leads had moved to top of t10. Physician removed the old leads and successfully implanted 2 new leads, replaced the old battery with an intellis, and all impedances normal. Pt now getting desired stimulation. Pt denied any incidents that would result in the migration of old leads. There is no further information to report, the issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-feb-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 08-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.